Manufacturer narrative:
No specific information regarding the procedure date was provided; therefore, no davinci system or instrument log files are available. A device history record (DHR) review was performed for the da vinci system used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive medical safety officer (mso) concluded that the patient in this report died during a cholecystectomy reportedly from a myocardial infarction. How that determination was made is not provided. No device related issues during the case were reported. There is no allegation of any issue with any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. Section b3 date of event: event date is estimated as the information provided on 20-aug-2024 was that the event occurred "about 2 months ago in june".

Event description:
It was reported that during a da vinci- cholecystectomy, the patient experienced cardiac arrest and expired. The intuitive clinical sales representative (csr) was informed of the patient event and told that the details are confidential; therefore, was not provided any specific information. The csr spoke with the head of the department and the medical director of the hospital who stated that the patient probably suffered a heart attack and died after attempted resuscitation. They conducted their own internal investigation, an autopsy was conducted, and stated that no further details would be disclosed. They reported that the da vinci robot had no influence on the incident, there is no connection between da vinci and the incident, and it is not intuitive¿s concern.